Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension. (B)(4).

Event description:
It was reported that a patient had coupling or communication issues between the implantable neurostimulator (ins) and the recharger. It was stated that the ins was implanted in the lower right abdomen, but it was hard to feel a flat surface. The reporter stated that they could only feel two corners. There were no coupling bars, but the ins was being recharged. The antenna locate (al) feature could only get to 37 as the highest result. The patient was lying flat for best results. It was noted that the patient was never able to get coupling bars. The patient used the stimulation for a "few" weeks after implant, then stopped for a "short duration", and was using the stimulation again. It was stated that the patient has never lost stimulation, but the battery has been "low." It was suspected that the ins was under some adipose tissue. The patient was still feeling stimulation, but they were concerned about recharging. The patient did not report feeling any soreness at the pocket site since implant, but a tilted battery was suspected. Further information about this event has been requested. If more information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2013-01421 for information on a related event.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that the manufacturer's representative met with the patient about 2 months ago due to their implantable neurostimulator (ins) battery getting low. It was determined that the patient had difficulty charging the ins and it was realized they tried to charge in bed, propped up on pillows which caused the device to tilt in the pocket. This caused the device to heal into a thick layer of scar tissue. It was also noted that the ins was found to be deeper in the abdomen which also cause charging difficulties. It was reported that the patient did have effective therapy during this time. The patient then had a revision procedure 3 weeks later in which the ins was moved closer to the surface and more horizontal to the skin surface. Following the revision, the patient was reported to be able to recharge their device and had good therapeutic results.